Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that their lead migrated and they had a surgery to redo the lead. They used the same pocket this time where the fault lead and battery was, and just used the same pocket battery and slipped it in. She called two to two and a half weeks ago because she could tell her lead migrated because it caused a burning sensation in vagina, butt, and down both my legs. When tried to turn it off on my left side.. They put me with the wrong doctor at first on (B)(6) 2020, and just held on to (B)(6) 2020 appointment. They are saying it is most likely going to have to be surgery to redo the leads on that side that migrated. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Concomitant medical product: product ID: 3093-28; lot#: v350473; implanted: (B)(6) 2019. Product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 27-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the lead has shifted, and was causing a burning pain in the patient's left leg, buttock and vagina. They were laying down, and the device "zapped" them in the mouth. They had not had any falls nor trauma. They decreased stimulation, but were not able to turn stimulation off. They did not have the programmer with them at the time of the call. They planned to call back when they had the programmer with them, and had contacted the clinic for an appointment.